Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Plaintiff was implanted with the monarc subfascial hammock on (B)(6) 2007. It was alleged by the plaintiff's attorney that the plaintiff had to, "undergo extensive medical treatment, including, but not limited to operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvics, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that, "as a result of having the product implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization," and other damages.